Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Additionally, teflon pad damage can result from continous activation of the output without tissue between the probe and the grasping section. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic hysterectomy, the teflon pad was partially detached from the upper jaw of the grasping section and metal was exposed. There were no fragments that fell inside the patient. The procedure was successfully completed using a different but similar device. There was no patient injury reported.